Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿loose gel¿ was found inside the syringe of a bd syringe luer-lok¿ tip prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a 10ml syringe and an opened 10ml syringe package with a paper clip were received, confirmed to be from lot 7212586. Samples were visually evaluated, string of silicone shown when pulling the plunger down from the top. Product defect confirmed based on sample evaluation performed. DHR review for batch 7212586: manufacturing dates: 08/17/2017 to 08/21/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7212586 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Silicone weight test. 9 individual tests of 12 samples each for a total of 108 samples, all samples passed with no issues observed during production. Investigation conclusion: potential silicone gun malfunction during assembly process.